Event description:
It was reported that during a da vinci prostatectomy procedure, the site experienced a system error codes 23008. The patient was under anesthesia and port incisions had been made when the surgeon decided to abort the planned procedure. No patient injury, harm or adverse outcome was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code 23008 was associated with the right master tool manipulator. The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtmr. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 23008 appears when the da vinci s safety systems determines that the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety systems put davinci in a recoverable safe state. The mtmr was returned to isi for evaluation. Engineering discovered that a flex circuit assembly had malfunctioned, thus generating the system error code experienced by the customer. As of (B)(4) 2011, there have been no reported recurrences of the issue at this hospital.